Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the user experienced repeated "unable to proceed" messages with alert code 41, identified as an insulin shaft rewind error, after the cartridge plunger came out during filling and multiple restart and dry-run attempts failed; the event occurred while using cd steel infusion sets with specified cartridge, connector, and infusion set lots, and a replacement pump was arranged. Symptoms included hypoglycemia, with glucose readings of 59 mg/dl by fingerstick versus 50 mg/dl by sensor, which improved after oral glucose intake. Outcomes included minor, transient illness and no lasting health impact. Investigation included communication with the user and analysis of information provided by the user and third parties. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.